Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit will not power on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The device was received in with a crack on the housing underneath the battery compartment. No error codes or event history log (ehl) are available for this device. The device was powered on as received in and used with a test battery holder assembly to duplicate electronic power. The customer reported issue was confirmed, the electronic power is intermittent. The root cause of this event is unknown however, the battery holder assembly was found to be faulty. To correct this issue, the battery holder assembly was replaced. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).